Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-1556, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that consumer had essure removed on an unspecified date. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Then, on an unspecified date, she had essure removed. This event is serious due to required intervention and listed in the reference safety information for essure. Although in this case the exact indication of this removal procedural has not been informed, considering removal of devices may requires a surgical intervention, causality with suspect insert cannot be excluded and this case is regarded as incident. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 16-nov-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where a insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm the quality defect or device malfunction al this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Then, on an unspecified date, she had essure removed. This event is serious due to required intervention and listed in the reference safety information for essure. Although in this case the exact indication of this removal procedural has not been informed, considering removal of devices may requires a surgical intervention, causality with suspect insert cannot be excluded and this case is regarded as incident. Based on the available information no product quality defect was confirmed/identified. In summary, a relationship between the reported medical events and a quality defect is excluded. No further follow up will be actively pursued since this case was identified during health authority website monitoring.